Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 454 mg/dl. The customer stated that the high blood glucose levels started the night prior and that the blood glucose reading was 320 mg/dl on the morning of the call. She was unable to troubleshoot at the time of the call due to lack of supplies. Advised the customer to perform a complete infusion set change as soon as possible. She declined returning the infusion set and reservoir for analysis. Nothing further reported.